Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and confirmed the issue. The left drive wheel motor and left drive wheel chain was replaced and the issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have returned to the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, when booting up the imaging system it remains in stand alone mode with the 3rd line as 'connected but not ready'. It was also observed that the system had difficulties moving forward and backward. There was no patient present when this issue was observed.

Manufacturer narrative:
The motor for the imaging system was returned to the manufacturer for analysis. The motor was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The interface (umbilical) cable for the imaging system was returned to the manufacturer for evaluation. Testing found that the cable failed testing due to an open circuit in the ethernet portion of the cable.